Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 22, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 6545699, and no non-conformances were identified. During visual inspection, the sample was found to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: swelling/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with a 300cc mentor memorygel breast implant experienced left sided rupture post procedure. The patient was experiencing swelling and a visible increase in size of the left breast. The rupture was then diagnosed through ultrasound and magnetic resonance imaging. As a result, replacement with sientra implants was performed on (B)(6) 2020.